Event description:
A review of the article reported the following adverse event. One case required conversion to open distal pancreatectomy following massive hemorrhage secondary to dislodgement of a hem-o-lok clip during vascular control.

Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. No image(s) and/or video clip(s) associated with this reported event were reviewed. It is unknown what clip applier instrument was used during this procedure. Field d1, d2, and d4 were populated with a medium-large clip applier instrument. Due to the lack of specific information regarding the event date associated with the adverse event, the publication date has been used as the event date. Verification of the event details cannot be performed at this time due to insufficient event date information. The procedures described in the article were performed using an unspecified da vinci surgical system device. Therefore, a generic material number has been used as the primary product. A system logs review cannot be performed at this time due to insufficient event date information. A device history record (DHR) review cannot be performed because there is insufficient information regarding the device/system and the event date. The patient demographics provided represent the demographics of the majority population described in the article. Citation (apa): standard operating procedures and learning curve analysis for robotic-assisted distal pancreatectomy 10.1097/js9.0000000000001315 zhang-2025-standard operating procedures and l.pdf. Https://doi.org/10.1097/js9.0000000000001315.